Event description:
It was reported that one day after implant, the patient was taken back for repositioning due to a right ventricular lead dislodgment. Intermittent capture was observed. The physician was unable to reattach the lead in the ventricle so the lead was extracted and was replaced with a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage. The lead was received with the helix extended.